Event description:
Boston scientific provided the following information: ra lead not capturing led to procedure to implant new ra lead. This lead was capped.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.